Manufacturer narrative:
(B)(4). Motor will be returned to MFR for analysis. Malfunction, this has been determined to be reportable.

Event description:
Home care dealer alleged that the lift will run down with out anyone hitting the buttons. It will drift about 12 inches very fast at a time. No pt impact reported.